Event description:
A malfunction alarm occurred with the pump, but no notable events were reported prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the malfunction code, which did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappears.